Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device did not shock following a charge multiple times during the event. Physio-control then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed main keypad assembly. Physio determined the cause of the reported issue was due to a broken solder joint on the shock key connector which caused the device to be unable to register when the shock key was pressed.

Event description:
The customer contacted physio-control to report that their device would not shock during a cardiac arrest call. The customer advised that the device would not shock in AED or manual mode and tried changing the quick-combo electrodes with no change. Medical personnel had to call for a backup device. Once the backup device arrived, it was connected to the patient to continue care. There was no adverse effects to the patient as a result of the reported issue, as the backup device was used to continue patient care.